Manufacturer narrative:
The insulin pump received with no button response due unlocked keypad connector on lcd board. Unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no button response. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that infusion set leaked at site. Customer's blood glucose was between 400 mg/dl and 500 mg/dl. Customer was advised to change infusion set. Customer attempted to treat high blood glucose which resulted in over correction and customer had low blood glucose. Customer was not able to treat with a bolus due to buttons not responding. Customer's blood glucose was 188 mg/dl which was treated with orange juice. Customer was advised that insulin pump would need to be replaced.